Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after a week, the customer had not adjusted the time on the pump to daylight savings. There was no reported impact to the blood glucose level. Tandem technical support assisted the customer with adjusting the time.